Event description:
Heavy rains in area the day of incident. Three plus inches in some areas, causing standing water and mudslides. It is alleged user was crossing streets and gutters on a 19 month old scooter with no previously reported service problems. Unit continued to run at full speed when throttle was released and key switch turned off. Loss of speed control. User drove unit into a post to stop unit. Damage to front wire basket and plastic shroud. Unit tested by dealer several days later and unit is working properly. Manual states: warning, do not engage in the following activities, damage to your scooter or serious injury may result. Do not drive through standing water or ride in rain, possible temporary loss of control or electronic damage may occur.

Manufacturer narrative:
The fact that the unit worked properly when tested by the dealer at a later date indicates that a water problem caused this incident. A damaged component would not fix itself. We have replaced unit and will confirm results when unit is returned. Throttle board has sealed lands and solder points are sealed with conformal coating for moisture protection. Advanced u.s. Made controller has a self diagnostic safety feature, throttle fault detection. If controls or wiring get wet before unit is turned on, the controller will sense a short and unit will not run. When scooter is running, if controller module or a wiring connection is inundated in water by driving through several inches of standing water, the diagnostic system cannot tell the difference between a throttle or key switch signal or a short signal at the connector caused by water. The control unit is mounted on top of floor plan in a metal box. If scooter is driven through 5-6 inches of standing water, the controller and connector can be bathed in water or submerged in deeper water while running and the unit fault detector cannot detect the fault. Therefore, the manual has the following warnings, possible loss of control or electronic damage will occur if unit is driven through standing water or ridden in the rain. We believe this to be a moisture incident. Loss of control is a malfunction. The scooter performed as designed, we do not know of any detection system that can detect a fault in this situation. Conclusions, environmental factors caused incident, driver error, failure to follow instructions in manual.